Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported blood leak could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure a blood leak occurred. During the procedure, when the non-abbott catheter was removed, blood was leaking from the hemostasis valve. No air embolism was noted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.